Manufacturer narrative:
Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o- ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, about two weeks ago customer fell and pump broke, the plastic in reservoir compartment broke and he can not get reservoir to stay in pump. The blood glucose was 300 mg/dl at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.